Event description:
It was reported the patient implanted with an inflatable penile prosthesis (ipp) presented to the physician with an infection. Antibiotics have been given which appear to be clearing the infection. The physician is considering implanting a spectra penile prosthesis device. It was further reported that the patient experienced discomfort. The infection was located in the penis but the type of infection was not determined. The physician does not believe the device caused or contributed to the patient's infection. Following antibiotics the infection had cleared up.

Manufacturer narrative:
Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Device evaluation provided in: describe event or problem, evaluation result codes, h6 evaluation conclusion codes.

Event description:
It was reported the patient implanted with an inflatable penile prosthesis (ipp) presented to the physician with an infection. Antibiotics have been given which appear to be clearing the infection. The physician is considering implanting a spectra penile prosthesis device. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported the patient implanted with an inflatable penile prosthesis (ipp) presented to the physician with an infection. Antibiotics have been given which appear to be clearing the infection. The physician is considering implanting a spectra penile prosthesis device.